Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp. 011292 - the dentist reported that 1 year and 6 months after dental implants was installed in patient¿s mouth, its loss of osseointegration was observed. No further information was provided.